Event description:
It was reported when the patient presented in clinic for follow-up, the device could not be interrogated with rf wand connected. The device was able to be interrogated and functioned normally when the rf wand removed. The physician elected to explant and replace the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of wireless communication failure was confirmed in the lab. The cause of no rf telemetry was due to ic chip failure in the rf module. The device was above eri when received. No anomaly was detected.